Event description:
It was reported that the patient presented to the hospital after receiving hv therapy. Review of data revealed that during a vt episode ventricular undersensing due to a variation in r waves was observed. Programming changes were made and the patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.